Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 556 mg/dl. Customer was not able to troubleshoot due to already changing infusion set and reservoir and throwing them away and starting over. It was found that infusion sets had expired in 2014. Customer was assisted with the insertion process of new infusion set.